Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. The perfusionist tried several times but could not get the unit to calibrate. The device was not changed out, as the unit was used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.